Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed and reproduced. A review of the downloaded controller event log file spanned approximately 5 hours ((B)(6) 2024 from 05:24:04 ¿ 10:18:59 and (B)(6) 2024 per time stamp). Throughout the entire log file, the controller internal fault alarm was active due to an lcd com fault, indicating that the lcd board was unable to properly communicate with the rest of the system. The onset of the alarm was not observed. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller, serial (B)(6), was functionally tested and found to have a controller internal fault alarm. The lcd pcba was replaced to continue with testing. Signal miso2 coming from pin 2 of u4 was stuck on 3.3v instead of the expected 0.2-0.5v. The alarm resolved after u4 was replaced. The system controller was able to support pump function for extended operation. The root cause for the reported event was due to a damaged component on the lcd pcba. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms, including controller internal fault alarms. Heartmate 3 instructions for use (rev. C) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient received a controller fault on their system controller. The patient was switched to their backup controller. No log files were sent. The patient's pump was still on and running but they lost the ability to scroll through the pump parameters on the controller. The parameters also did not display on the system monitor.

Manufacturer narrative:
Section a: corrected. Section b2: correction. Required intervention to prevent permanent impairment/damage incorrectly selected in initial report. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section d6a: correction. Date of implant is not applicable for thoratec® heartmate 3¿ system controller. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024 the patient called the healthcare provider and reported a controller fault alarm. The patient noted that the pump was running, and the green light was on. They had no symptoms at the time. The patient was advised to come to the emergency department (ed) for a controller exchange. The patient presented to the ed with no symptoms and was alert and oriented to person, place, and time. The green pump running symbol was noted to be on, however, they were unable to toggle the screen to read pump parameters. The patient was connected to the system monitor, but the monitor was not registering that the left ventricular assist device (lvad) was connected, and the clinician was unable to complete interrogation. It was noted that all connections were on properly. The system controller was exchanged for the backup controller.